Event description:
It was reported that during a laparoscopic bypass procedure, the or said that there was a defective staple cartridge that broke into pieces when fired. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged cartridge, damaged one piece sled, damaged drivers. Additional information was requested and the following was obtained: what is the cartridge product code or cartridge color for the device involved? (Blue). Did any pieces fall into the patient? If yes, were all pieces retrieved? (Yes and yes). Will the cartridge that was involved be returned with the long60a? (Yes). The analysis found that one device was returned in good visual condition and with an ecr60b reload present. The reload was received with the left side partially fired 3/4, right side outer row partially fired 3/4, two inner rows partially fired 2/4. Upon evaluation of the reload, the cartridge pan was noted to be partially detached; cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.